Event description:
Avanos medical inc. Received a single report that referenced four different incidences, which were associated with separate units, involving four different patients. This is the fourth of four reports. Refer to 3011270181-2024-00096 for the first report refer to 3011270181-2024-00097 for the second report refer to 3011270181-2024-00098 for the third report. It was reported, it was reported, micro-cuff endotracheal tube (ett), for pediatrics deflated; there were no reported injury.

Manufacturer narrative:
Without a sample, to perform a functional evaluation, it is not possible to confirm or duplicate the reported incident; therefore, the root cause is undetermined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 08 oct 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Additional information received 15oct2024 reported, the 3.0 micro-cuffed endotracheal tube (ett) did not maintain pressure; the 'acutely unwell' child received additional medication to facilitate reintubation. The patient was reported to be stable and was discharged.

Manufacturer narrative:
Additional information: a2; a3; a4; b5; b6; b7. All information reasonably known as of 06 nov 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.